Event description:
The patient undergoing back surgery experienced a brachio plexus injury which resulted in the temporary loss of use of both arms, and required follow-up treatment consisting of physical therapy, electrical studies and x-rays.the jackson spinal surgery and imaging table was used to position this patient during the procedure. During the investigation of this incident, it was noted by persons positioning themselves on the equipment, that a considerable amount of pressure exists to the front of the shoulder; therefore, it is suspected that the positioning and/or design of the cushions may have contributed to the injury. However, the actual cause cannot be confirmed at this timedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.